Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer (via telephone), with troubleshooting on the device. The customer found the sample probe was bent and was instructed to replace the sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous blood urea nitrogen (bun), alanine aminotransferase (alt) and aspartate aminotransferase (ast) patient results were generated on the au5800 clinical chemistry analyzer. The results were flagged with "*" errors. There was no change in patient treatment in association with this event. The results were not released from the laboratory.